Event description:
Healthcare professional (HCP) reported injecting a patient with 1mL of JUVÉDERM VOLUX¿ XC in the Right jawline. Approximately two months later, the patient ¿developed a large nodule, Pain and swelling at the injection area.¿ Sometime that same month, the patient was treated with Prednisone, Zyrtec and prilace. The following month, the patient was also treated with antibiotics. Also, that same month the patient had cultures which the results showed no new growth. Three days later, the patient had a CT Scan result showed a lesion. The HCP additionally reported: ¿ Client lives in another sate & is getting treated there currently. No one has dissolved it yet as they wanted to do bloodwork, CT & evaluated by ENT.¿ Symptoms are ongoing.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.This is a known potential adverse event addressed in the product labeling.